Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) bopt5485, (t3® tapered implant 5/4 x 8.5mm) for evaluation. Visual evaluation and a functional test were performed, the returned implants outer box and inner tray packaging were not returned. Only the implant was returned. The implant engaged and disengaged with an in-house driver as intended. Measurements match drawing. DHR review was completed for the subject lot number 2120038521. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120038521 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : disengaged¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error ¿ device was not transferred from sterile environment to patient in accordance with IFU. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that an implant at tooth site # 16 came out of its pouch. After following up with the doctor, it was confirmed that the implant came out of its pouch and fell from the driver onto the floor right before placing it in the patient¿s mouth. It was confirmed that the procedure was completed.